Event description:
Patient for heart catheterization. A malfunction occurred with the 4 port manifold kit. Air entered into a closed system of the 3 ringed controlled syringe. The air was discovered and expelled with no harm to the patient.